Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per field service report: pump on patient. Symptom - pump had several unable to refill alarms. Findings/actions taken: replaced pneumatic control switch assembly.